Event description:
A home patient reported a leak in the ultra set. The home patient noted the leak to be the tubing fused to the outside drain bag. The home patient stated this was noted during treatment. Per the home patient, no patient injury or medical intervention was associated with this incident.